Event description:
It was reported that the emergency medical services was called, and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization over 700mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids, manual injections and insulin drip. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.